Manufacturer narrative:
D4: UDI: not applicable. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: product manager . The actual device has been returned for evaluation. The proximal hub of the IV catheter was received. The tube was viewed under magnification, and it was observed that it is pressed and flattened. It also measures 3mm from the hub tip and the point of separation has a v-shaped cut and has a stretched tube. The retention samples were visually inspected and confirmed free from a bent and hole on the catheter tube. The retention samples were subjected to catheter tube and catheter hub fitting force wherein the expected result is that either the catheter tube will be removed/separated from the catheter hub, or the catheter tube will break during the test (test is in reference to iso 10555-1). Results were all passed against our specification of >5.884n. The catheter tube is made up of radiopaque ethylene tetrafluoroethylene (etfe) and undergo incoming inspection which includes visual inspection and verification of certificate of analysis according to the material specification. We received a total of twenty-six (26) complaints from the previous two fiscal years to the present for the same issue where the cause was not identified as related to our product or production process. There is no evidence that there was a pre-existing defect with the device related to either the materials or the manufacturing process. A review of the product's lot history file revealed no issues that were encountered during the production of the reported lots. There were no reported issues with the product when it was inserted into the vein or during the 24-hour period it was used, indicating that the device worked properly. Based on the appearance of the actual sample, it is most likely that the catheter tube was accidentally cut while removing the surgical tape to which the catheter tube was adhered. Further evaluation of the tensile strength of our catheter tube was conducted through manual pulling and bending tests using resistance breakage tester (in reference to the previous catheter breakage complaints). The catheter tube elongated, and an evident dent was observed however, no breakage or holes were noted on the catheter tube. We also have 2 stages of visual inspection which cover the overall condition of the product. Defects that might cause catheter breakage are detected during these processes. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955.

Event description:
The user facility reported that the cannula cracked/broke on withdrawal approximately 0.5cm down from hub. The remainder had to be surgically removed. It was being used with ext set and pump. Line became occluded and on investigation by flushing found catheter to have crack. Medical or surgical intervention was performed. The remaining catheter tube was surgically removed. The procedure was completed successfully. The event occurred intra-operative. Additional information was received on 23 jun 2023: the catheter was placed in the patient successfully without any problem. The catheter stayed in the patient approximately 24 hours. The pump was alarming unable to be flushed. Issue noted on removal of the tissued ivc. The patient required a theatre visit for removal of the foreign body, cannula from his cephalic vein. This was attended with no issue. The patient is satisfactory related to this procedure. No ongoing issues with this incident.